Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified distal left circumflex (lcx). The lesion was predilated with a 1.5mm balloon, however when the physician advanced a 2.25x24mm taxus liberte stent delivery system (sds) it would not cross. The device was removed and it was noted that the edge of the stent was damaged. The procedure was completed with predilation again and another of the same device. There were no patient complications and the patient's current condition is listed as "stable".

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified distal left circumflex (lcx). The lesion was predilated with a 1.5mm balloon, however when the physician advanced a 2.25x24mm taxus liberte stent delivery system (sds) it would not cross. The device was removed and it was noted that the edge of the stent was damaged. The procedure was completed with predilation again and another of the same device. There were no patient complications and the patient's current condition is listed as "stable".

Manufacturer narrative:
Device evaluated by manufacturer- a visual and microscopic examination of the returned complaint device revealed distal stent damage. One strut at the distal edge was raised slightly. The balloon and tip sections of the device were examined and no damage was noted that could have potentially contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)